Manufacturer narrative:
(B)(4). Initial reporter: this report was received from a consumer via the baxter patient support program (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced suspected peritonitis manifested by abdominal pain and cloudy pd effluent coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of the suspected peritonitis was not reported. The patient was hospitalized due to the event. Treatment was not reported. The outcome of the event was not reported. At the time of this report, dianeal and extraneal therapies were ongoing. No additional information is available.